Event description:
Boston scientific received info that this implantable lead was explanted due to dislodgement. Several attempts to reposition were unsuccessful. This lead was replaced successfully. No adverse pt effects reported.